Event description:
The reporter stated that the surgeon was inserting a aspheric three piece collamer lens model cq2015a and the lens tore. The surgeon reported that the lens did not go all the way into the eye but there was patient contact and no patient injury.

Manufacturer narrative:
Evaluation codes: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.